Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 10:49:29. During night drain cycle two, the patient's ultrafiltration reading was 1912ml, indicating the home patient drained 1912ml more than their maximum programmed fill volume of 2900ml. No additional information is available.

Manufacturer narrative:
(B)(4). Approximate manufacture date ¿ september 2013. The homechoice device was returned to baxter healthcare for evaluation. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A device history record review was performed, and it was determined that the manufacture of the device is not related to the reported problem. The device was tested and passed both the return instrument test/evaluation (rite) functional test and rite electrical test. Upon conclusion of the evaluation, the cause of the problem was determined to be false empty detect and use error, inappropriate bypass of the low drain volume alarm, not including initial drain. The homechoice and homechoice pro apd systems patient at-home guides give instructions on how to bypass ldv alarm. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.